Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of (B)(4)- fluid leak for the period of (B)(6) 2020 through (B)(6) 2022 related with date opened and found no adverse trend in the event rate with respect to the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "deflation". This record is for left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "deflation". This record is for left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: unable to observed in the device additional observations: crease is observed. No further actions are required as the device was implanted.